Event description:
Customer was hospitalized on (B)(6) 2021 due to low blood glucose level and loss of consciousness. Customer¿s blood glucose level at the time of hospitalization was 27 mg/dl. Customer was treated with glucagon shot. Customer had alleged that the insulin pump was over delivering because they had delivered too much insulin. Customer's current blood glucose was 115 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode status was not active at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.